Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was taken to hospital in ambulance after the patient received multiple shocks. Device was found to be in backup vvi mode. It was noted that the patient received multiple inappropriate shocks probably due to af. The battery was depleted due to large number of charges. Device was explanted and replaced. Patient's condition was fine and was discharged from hospital.